Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5084849). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and an inflammatory reaction due to the implantable pulse generator (ipg). Cultures were taken and the device was explanted. No further patient complications have been reported as a result of this event.